Event description:
Same case as MDR# 6000093-2006-02292, 6000093-2006-02293, 6000093-2006-02290. It was reported that eight days following a coronary drug eluting stenting treatment procedure a thrombosis was found. The target lesion was located in a 70% stenosed segment of the right coronary artery (rca). The mid rca was 3.0 mm in diameter and the proximal rca was 3.5 mm in diameter. Vascular access was via the right femoral artery. The lesion was predilated using a 2.5x10mm balloon the physician was unable to advance to 3.0x32mm taxus express2 drug eluting stent to the distal lesion. This stent was then deployed in the proximal rca. The mid and distal rca were implanted with three liberte' bare metal stents sizes 3.0x32mm 3.0x28mm and 3.5x16mm. Plavix and aspirin were administered pre-procedure. Heparin was used during the procedure. Aspirin, plavix, dynacirc and lantus insulin were used post procedure. It is noted that the pt stopped the use of plavix when he was dishcarged from the hosp. Eight days later the pt presented with chest pain and thromboisis was found. The physician atempted percutaneous coronary intervention of the rca. Additional info was requested, but has not been rec'd.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.